Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with recurrent radiculitis. The investigator noted the event as moderate in intensity. Pt had recurrent leg pain. Pt was treated with analgesics, medrol dose pak, muscle relaxants and physical therapy. Repeat MRI showed small residual disc, but no neurocompression. The outcome of the event resolved was the pt was lost to f/u. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as an idiosyncratic effect.